Event description:
It was reported that loss of capture was exhibited by the patient's implantable cardioverter defibrillator (ICD) system. The patient had passed away for unknown causes and it was unknown if it was related to its ICD system.